Event description:
On 05/15/2015, the reporter contacted animas, alleging that the pump had shorter than expected battery life. The reporter stated that there was evidence of moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/16/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/30/2015 with the following findings: there was evidence of short battery life, multiple battery alarms and one 128-fb88 alarm observed in the pump's black box. There was a battery compartment crack observed in the thread area. There was evidence of moisture contamination inside the battery compartment and on the battery cap contact hub and contacts. The pump's current draws were within specifications. A leak test showed that there was a leak at the battery compartment crack. There was evidence of additional moisture contamination inside the pump.